Event description:
It was reported that "the patient came in for the monthly check up and one of our mantis screws were broke. Also, on the other side, one set screw had popped off. Surgery is 5-6 months old."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.